Event description:
Caller states that she called the paramedics due to higher than normal results as well as shaking and sweating. She reports that the paramedics device read 170mg/dl while her device read 348mg/dl within 10 minutes. She also states that they attempted to give her an IV, but were unsuccessful. She was then transported to the hosp where the hosp device read 140mg/dl and within 10 minutes her device read 295 mg/dl. No treatment received at the hosp or by paramedics. No quality controls were used. Requested return of suspect device and replacement was sent.